Event description:
As reported by the edwards field clinical specialist, an immobile leaflet (non-coronary cusp) was noted following deployment of the sapien transcatheter heart valve. The annulus measured 21mm. Balloon aortic valvuloplasty (bav) was performed successfully using an 18 x 5 zmed balloon. The rf3 delivery system/23mmsapien was inserted and advanced with no resistance. The sapien valve was positioned and deployed under rapid ventricular pacing with a final position of 60:40. Transesophageal echocardiogram (tee) revealed trace posterior paravalvular leak (pvl) and wide open central aortic insufficiency (cai). Further evaluation revealed that the non-coronary cusp leaflet was immobile. The extra stiff wire was moved in an attempt to free the leaflet without success. The extra stiff wire was then removed from the left ventricle. Arterial blood pressure was 55/20. Pharmacological support was given by anesthesia without improvement. The pigtail catheter was then advanced toward the valve and briefly came in contact with the leaflet. The immobile leaflet immediately went into motion, revealing trace central aortic insufficiency via tee. Trace pvl remained unchanged. Arterial blood pressure rebounded with a systolic pressure of 190. The patient was extubated in the lab and transported to the intensive care unit in stable condition. Additional investigation revealed the following: the patient's native aortic valve was heavily calcified with bulky leaflets. Annulus height to left coronary was 11.8mm, while the leaflet length was 13mm with a shallow sinus on that side. Native leaflets appeared to be captured by the sapien valve after deployment.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The DHR review for the effected device was completed and the device met specifications prior to distribution. The device is not available for analysis as it remains implanted in the patient. Echocardiography images were submitted to edwards and reviewed by the edwards medical director. Observations: no fluoroscopic images available for review. Post deployment tee available in 4 segments. Normal sapien leaflet motion of the functional non-coronary cusp (ncc) and right coronary cusp (rcc). Presence of left coronary cusp (lcc) non-functioning leaflet. Impressions: tee confirms normal sapien leaflet motion of the functional ncc and rcc, and the presence of lcc non-functioning leaflet; however the mechanism (e.g. Native leaflet overhang) cannot be ascertained with the images provided. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. The root cause for the non-functioning lcc leaflet cannot be determined based on the available imaging. Per report, the native aortic valve was heavily calcified with bulky leaflets, but the native leaflets appeared to be captured by the sapien valve following deployment. The event was rectified by the placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.